Event description:
The customer contact reported air in the tubing set. The tubing set was being used to deliver 200 ml of total parenteral nutrition (tpn), at an unspecified rate, for a duration of 18 hours, via a gemstar pump. On (B)(6) 2013, the patient's mother reported that during priming of the tubing set prior to patient use, an unspecified volume of air was noted at an unspecified location of the tubing set. At this time, the patient's mother disconnected the tubing set at an unspecified location and removed the air from the tubing set. It was reported that after the air was removed, the tubing set was reconnected. At this time, the secure-lok male adapter of the tubing set was connected to the patient's peripherally inserted central catheter (PICC) and the delivery was started. On (B)(6) 2013, the patient's mother reported 10 minutes prior to the completion of the delivery, the pump alarmed for air in line. It was reported that the patient awoke and found air in the tubing set "from his arm to the machine, almost all air." No air was delivered to the patient. The tubing set was not replaced as the therapy was almost complete. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. During the investigation, no possible causes for the customer reported air in the tubing set were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.